Event description:
During a surgical procedure, an argon bovie handpiece tip was reportedly noted to be on fire. The "fire" was extinguished immediately without intervention. The handpiece was changed and the procedure continued without incident.